Event description:
It was reported that the patient presented to the hospital with tightness in the chest and palpitations. The symptoms worsened and an electrogram showed an ectopic cardiac rhythm, atrial fibrillation (af) and a junctional escape rhythm. A device interrogation found that the battery was depleted. A device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced.